Event description:
It was reported that intermittent ongoing low blood glucose (bg) levels occurred. Suspected cause was due to the customer¿s settings requiring adjustments. The customer's bg was 40 mg/dl. Customer consumed carbohydrate to address the decreased bg. Reportedly, on (B)(6) 2026 the customer went to the emergency room with a bg of 40 mg/dl. The customer only had lab's performed. No medical treatment was provided. The customer's hcp adjusted the pump settings. The customer was discharged later that same evening.